Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Multiple tears were noted on the pellethane tubing. The exposed nitinol frame at the distal tip of the paddle on spine b was protruding. The paddle tubing had been torn in multiple locations consistent with the observed evidence of fluid ingress. Electrode 10 read as an open circuit, consistent with the reported event. Electrode ring 10 was displaced and conductor wire 10 was fractured proximal to the weld joint on the electrode ring, consistent with the open circuit detected. Multiple shorts were noted between electrodes across all splines, due to the abraded conductor wires and saline crystal residue within the tubing, also consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode and tears in the paddle tubing remains unknown.

Event description:
This report is to advise of peeling found on the catheter during investigation.